Event description:
Customer called to report the pump's driver arms were not attaching to the driver block. Also stated the device was left in the bathroom counter and found later that the driver arms were broken. Customer denied the unit was dropped, bumped, or exposed to moisture.